Event description:
It was reported that this right ventricular (rv) lead was microdislodged. During a routine follow up it was noticed that the lead exhibited high pacing thresholds. Finally the dislodgement was confirmed through a chest x-ray. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was microdislodged. During a routine follow up it was noticed that the lead exhibited high pacing thresholds. Finally the dislodgement was confirmed through a chest x-ray. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.